Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software product ID hh9020tdd lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient previously receiving intrathecal hydrocodone via an implantable pump for cerebral palsy and intractable spasticity. The patient representative (rep) reported the handset was "malfunctioning" for "at least a couple of months". It was clarified the patient was seeing a message on the handset about "error" and prompting them to connect again. Patient believed it was service code 156. Patient mentioned they also get a message that states to "wait or something". Patient confirmed the handset gets stuck on the 90% retrieving pump settings screen. Agent reviewed considerations and assisted the patient rep with clearing data. The patient rep would monitor and call back as needed.